Event description:
The client reported that the error message "o2 not available" is displayed. The codes "1111 cbit o2 device failed" and "1208 o2 unavailable" are repeatedly found in the significant event log. It is unknown if there's patient involvement. It is unknown if there's patient involvement. The equipment makes a strange noise when being used with o2; it sounds as if a valve were fluttering. The equipment passes the high-pressure lea test. The equipment passes the o2 flow test. Following the instructions in the service manual for failure 1111, the next recommended step is the replacement of the o2 valve.

Manufacturer narrative:
(B)(6). The investigation is ongoing, and an updated report will be provided once the manufacturer has completed the investigation of this event.

Manufacturer narrative:
The authorized service personnel (asp) confirmed the issue resolution required replacement of the o2 valve according to service guide troubleshooting procedure. The o2 valve is part of the gds (gas delivery system). The asp replaced the gds and filters once available. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.